Manufacturer narrative:
Customer service responded to customer via email and requested that she call in to our customer service department for assistance. On (B)(6) 2021 the customer called in to customer service stating the pump in style maxflow breast pump had never worked for her and she had been using her older pump in style advanced breast pump. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on november 2, 2021, the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic. She additionally indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 11/04/2021. The device passed suction and cycle specifications, although it was noted that there was breast milk residue on the personal fit connector membranes and the breast pump eccentric motor shaft was not within specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc via email that her pump in style maxflow was not emptying her breasts although she had tried different sized breast shields and she had developed mastitis.